Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, emotional distress, worsening incontinence, and inability to empty her bladder. No further information has been provided.